Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a rash under the sensor patch that looked like red mark. The sensor was inserted at the arm on (B)(6) 2015. On (B)(6) 2015, the patient's doctor prescribed antibiotics and a topical hydrocortisone, as the rash at the sensor insertion site became infected. No additional event or patient information is available.

Manufacturer narrative:
There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). There is a low chance of this happening. Additionally, it was reported that the sensor was inserted at the patient's arm. Per the user's guide the only approved sensor insertion sites for pediatric use is at the abdomen and upper buttocks. A root cause cannot be determined.